Event description:
The customer reported the device shuts off during battery calibration. There was reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.